Event description:
Dialysis initiated at 11:10 am at 1335. Pt stated she "felt something warm" her tesio catheter venous port had separated from the venous line. The pct called the rn who reconnected the line and catheter. Pt remained alert. Bp 86/46. Approx 75-100cc blood noted on chair and floor.